Event description:
Falsely elevated troponin I laboratory results resulted in hospital admission. Because the initial troponin I of 0.059 was high, a repeat was ordered three hours later and it was also high at 0.065 and the patient was then admitted to the hospital. The third troponin I result collected in the hospital 6 hours after the second troponin, and run in a different laboratory with the same instrumentation/ test system, was normal/ negative at < 0.017. A fourth troponin run 6 hours after the third was also negative at 0.017 and prompted the hospital provider to call the laboratory to investigate the results. Samples were re-run at both the original laboratory and the hospital laboratory and after calibration of a new lot of troponin reagents at the original laboratory it was determined the two high results prompting admission to the hospital were false positives. The reagent reporting false high values was discontinued from use, and the erroneous lab results were corrected/ removed in the patients chart. FDA safety report ID # (B)(4).